Event description:
It was reported that, after thr surgery had been performed, the patient experienced hip dislocation when attempting to enter motor vehicle. A revision surgery was performed to treat this adverse event, the cup and liner were replaced. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the case reported a patient with an r3 cup replaced with a zimmer biomet dual mobility dislocated while trying to get into their car. Per subsequent e-mail, no relevant clinical information nor the device will be provided. Therefore, a thorough medical investigation could not be rendered, nor could the clinical root cause of the reported failure be determined. The provided pilgrim intake form was reviewed did not contribute to determining the root cause. Based on the information provided, the patient was revised as treatment for this adverse event, the cup and liner were replaced. However, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.